Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the physician was able to aspirate from the catheter access port (cap) with a successful dye study. This had been verified by the doctor. The rep had no further information. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump was not flipped, which was confirmed with x-ray. The dye study was performed successfully, and the rep had no further information. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for spinal pain. It was reported the patient's pump had flipped. The patient stated they have been able to flip their pump since their pump replacement (B)(6) 2019. It was indicated the patient had been "messing around with it" and had not realized that the catheter could be "messed up." It was unknown if there was a suture/securing issue. The rep was unaware if the pump had been sutured down in the pocket. No interventions have been performed. No symptoms were reported. It was indicated the healthcare provider was planning to aspirate from the catheter access port (cap) to see if they get clear flow and then do a dye study. It was indicated this was scheduled for (B)(6) 2019. No further complications were reported or anticipated.